Event description:
The nurse of a (B)(6) old male pt called zoll customer support to report that the pt was receiving "add/replace gel" messages and that one of the electrode belt cables was damaged. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval - device eval of electrode belt sn (B)(4) has been completed. The reported problem (add/replace gel messages, damaged cable) has been confirmed. Upon investigation, the distribution note (dn) to front therapy electrode cable was pulled from the strain relief. The damaged cable caused the add gel messages. The root cause of the damaged cable could not be positively identified but was likely excessive force while pulling on the cable. No adverse event resulted from the damaged electrode belt cable. The pt received a replacement electrode belt.